Event description:
"While facility was were taking off the lesion from the left side of her face in attempting to cauterize a small bleeder within the wound, noticed a spark and immediately the drape which was covering the pt caught on fire. The fire was immediately put out by smothering the pt's face with both dry and wet towels."